Manufacturer narrative:
Reportedly the hospital could trace back the malfunction to a problem with the device's power supply. The power supply was replaced; the device is back in use w/o further problems. No further information could be obtained. Due to lack of relevant information, dräger is not able to confirm or deny the malfunction. The causal connection to the power supply drawn by the user can also not be verified due to lack of information. It was reported that the device performed a restart. A restart procedure will be finished within 12 seconds. During this time the device will open the pneumatic system to ambient to allow spontaneous breathing. The user is made aware by means of a corresponding high-priority alarm. After the restart the device continues ventilation with the last valid settings.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up-report.

Event description:
It was reported that automatic ventilation stopped during use. There was no serious injury reported.